Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. Defective main battery pack was replaced. Due to wear of life, the main battery has lasted beyond its useful life of between 2-5 years after over 15 years in the field. As a result, a fault could not be assigned. The cause of the reported problem could not be determined. DHR review is not relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Information received a smiths medical patient monitoring/bci blood pressure monitor mini-torr plus - 6004 unit will no power on.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08845. The report was submitted in error.